Manufacturer narrative:
The company rep examined the system and the system booted up and functioned normally. However, system message (abnormal system shutdown) was verified in the system's event log. The company rep replaced the host module and restored the doctor's settings. The system was then tested and met product specifications. The replaced host module was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the system's monitor went black. The procedure was completed using an alternate system. There was no harm to the pt.